Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary testing confirmed the reported por parameters. Functional testing found the device to be operating within specifications but further analysis found the device had fractured battery bond wires. It was reported that the device tripped a power on reset (por) when it was interrogated. A lead warning was also noted. The por could not be reset and the lead warning could not be investigated due to missing data during the interrogation. ECG showed that the rv lead was exhibiting oversensing and undersensing and chronically high thresholds were noted. The patient is not pacing dependent and the device was not implanted submuscularly. The device was removed and the leads were capped. The patient did not have another system implanted because it was not needed. The physician had noted that the patient had bouts of dizziness a couple weeks before this event, but didn't feel they were related to device function. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) wire device was out of specification in a manner that relates to event.

Event description:
It was reported that the device tripped a power on reset (por) when it was interrogated. A lead warning was also noted. The por could not be reset and the lead warning could not be investigated due to missing data during the interrogation. ECG showed that the rv lead was exhibiting oversensing and undersensing and chronically high thresholds were noted. The patient is not pacing dependent and the device was not implanted submuscularly. The device was removed and the leads were capped. The patient did not have another system implanted because it was not needed. The physician had noted that the patient had bouts of dizziness a couple weeks before this event, but didn't feel they were related to device function. No further patient complications were reported as a result of this event.